Event description:
Customer reported patient received an air embolism from "significant amounts" of air in the tubing which infused to the patient. Pump did not alarm. The patient was receiving IV fluids prior to the event. Patient was asymptomatic, but received oxygen and left side positioning. As of (B) (6), the patient was reported as still in the hospital and stable. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The device, event logs and data set have been received. A follow up report will be submitted with the investigation findings.